Manufacturer narrative:
Three components were returned to the manufacturer in which analysis was completed. Both x-ray relay control boards were installed in a test imaging system and the system readied and functioned as expected. 2d and 3d imaging were successful. No problem was found on either board. The system control board was installed in a test imaging system and the system readied and functioned as expected. 2d and 3d imaging were successful, as were all peripherals and motion. No problem was found. The reported event could not be duplicated by medtronic personnel. The 7 amp relay was also returned and is currently under analysis.

Manufacturer narrative:
There was no patient involved with this concern. Replacement parts shipped. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported a request for a replacement relay board evaluation imaging system. There was no patient involved with this concern.

Manufacturer narrative:
The 7 amp relay was returned to the manufacturer for analysis and tested. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.